Event description:
It was reported when powered on, the programmer will not boot to the main model select screen. The programmer freezes at the black logo screen. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer takes about five minutes to boot up all the way. Could not verify a frozen screen.